Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. 443982) from kit lot 4351142 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of quality control records of hpv assay kit lot 4351142 revealed no anomalies that could explain the customer¿s discrepant results. Customer complained about discrepant results due to p3 target, which was negative on the initial test and positive on the retest. The retest was performed because the initial test showed a weak amplification curve in the cy5 channel, g3 master mix (p3 target), which resulted in a negative result. Two run files from bd cor¿ gx instrument crg0038 were received for the investigation. The discrepant result was obtained on (B)(6) 2025 and (B)(6) 2025, p3 target was negative on the initial test but was positive upon retest. Manual pcr curve adjudication of the discrepant sample revealed late and low, but true positive p3 amplification curves in both tests. The sample for which a p3 negative result was obtained (first test) had a valid CT value but a low endpoint value, below the threshold. Since the bd onclarity hpv assay algorithm uses a dynamic threshold, the threshold value required to call a positive result varies depending on the CT obtained. To be called positive, the endpoint must reach a value depending on the CT value, explaining the p3 negative result obtained in the initial test. Further analysis revealed that this sample shows signs of inhibition since the amplification curve of the hbb3 target in the initial test is slightly later than the retest, suggesting variable results due to sample homogeneity/presence of inhibitory substances or target near the limit of detection. According to the instruction for use document, detection of high-risk hpv is dependent on the number of copies present in the specimen and may be affected by multiples factors. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. The assay was designed with clinical cut-off thresholds, not analytical cut-off thresholds, meaning that for low positive patient samples, detection is not 100% as those patient samples may not have a significant amount of the virus to indicate pre-cancer or cancer. The goal of hpv screening is not to detect the hpv virus but rather to determine the level of infection associated with the development of cin2+ disease as verified by histology. Based on the data and information provided, variable results due to sample homogeneity/presence of inhibitory substances or target near the limit of detection are suspected to be the cause of the customer¿s discrepant results. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the hpv assay kit lot 4351142. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative hpv p3 result with a weak pcr curve was obtained. Upon retest, hpv p3 was positive. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative hpv p3 result with a weak pcr curve was obtained. Upon retest, hpv p3 was positive. There was no report of patient impact.